Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient, (B)(4), applies to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor it was reported that the patient was unable to power up their programmer. Caller stated it was not powering up at all. Patient was unable to try replacing batteries due to not having any new batteries. Caller stated they wanted to turn up stimulation a little bit. Caller stated they were still having trouble waiting. Caller stated that if they cannot get to the bathroom fairly quickly they cannot hold it easily for like 10 minutes. Caller mentioned that they had never been able to hold it easily. Caller stated after it was adjusted it improved quite a bit. Caller stated still the girls were working with them and if they feel like they had to go and if they cannot go within 5 minutes they cannot hold it. It was also noted that the caller was in the hospital because they had an infection in their left prosthetic knee. Caller stated they took that knee out and they were on 6 weeks of antibiotics and they put a spacer in to keep the joint open. Caller stated in 2 weeks they would get a new knee.